Manufacturer narrative:
: The field service engineer (fse) states that the ventilator can not boot up and the screen display error code indicating machine and pressure sensors failed. The fse replaced the gas delivery system (gds) to address the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator display is black. The customer reported there was no patient involvement.